Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and multiple sclerosis. The pump contained lioresal with an unknown concentration and dose. It was reported that the home infusion agency tried to refill a couple of weeks ago, and they were only able to aspirate 3 ml when they were expecting 22 ml. Then, they were only able to put in 20 ml. Today ((B)(6) 2017), they attempted to refill again and were only able to pull out 2 ml and did not try to put in any new drug. The representative stated they were considering replacing the pump. No patient symptoms/complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp reported that on 2017-jun-08, the actual residual volume (arv) was 3 ml,and the expected residual volume (erv) was 24.2 ml at the refill. At the refill on (B)(6) 2017 the arv was 2 ml, and the erv was 18 ml. The hcp stated they couldn¿t aspirate the expected volume, so they decided to inject, but could then only get in 20 ml. The hcp stated the patient was clinically fine. The hcp stated since they were only able to inject 20 ml, they programmed the volume as 20 ml, but the hcp confirmed it was possible there was still 21.2 ml left in the reservoir and that was shy they couldn¿t fully inject40 ml. The hcp reported the reservoir was accessed as a means of troubleshooting prior to the call. The hcp stated at the refill on (B)(6) 2017, when they accessed the pump, they pulled back the 2 ml of ¿frothy pink tinged fluid¿. The hcp stated the nurse made 3 attempts to access the reservoir, so that would explain the pink tinged fluid. The hcp stated she was not sure if the refill kit was checked for any leaks. The hcp stated the patient was ¿a little fluffy¿, but was not typically hard to access. The hcp stated on both attempts to refill in june, the patient was hard to access. The hcp stated the patient was wheelchair bound, so they were not that active, and there was nothing reported to indicated a reason for the sudden change in accessing the pump. The hcp stated they decided not to fill the patient and alerted the representative. The hcp stated the representative instructed them to report the issue to the manufacturer and alert the managing hcp. The hcp stated they alerted the managing hcp and were awaiting the response for orders. The hcp was only calling to report the issue and was not troubleshooting the pump. Additional information received from an hcp via the representative on 2017-jul-05 reported the cause had not been determined of the difficulty aspirating/filling the pump. The issue was not resolved. No explant was scheduled at that time.